Manufacturer narrative:
The device history records could not be reviewed as the lot number was not available. The investigation is currently underway.

Event description:
It was reported that a femoral ivc filter allegedly perforated the wall of the vena cava. The filter was placed in a patient for recurring pe. The patient presented in the ER, less than a month later, with abdominal pain. It should be noted that the patient was refusing to eat or drink and that the gall bladder was enlarged to 5cm. A CT was performed and the physician confirmed that there were limbs outside of the vessel near to the gall bladder, however, the physician was fairly certain that the limbs were not touching the gall bladder. The physician stated that he felt the abdominal pain was not caused by the filter. The status of the patient at this time is unknown.